Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer did not disclose the patient information. The customer informed the authorized service provider (asp) that when the backup alarm failed alarm occurred, the device continued to operate, and there was no delay in therapy or medical intervention required for the patient. Per a request from the sales representative asp, the customer swapped the device out with another ventilator without issue. This investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device on (B)(6) 2024 and confirmed that there was an occurrence of the backup alarm failed alarm in the device diagnostic report (drpt). The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. No other abnormalities were detected with the device. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of this cpu with the accusation of a backup alarm failure (error code 1104) has been analyzed, and the results of the testing of this cpu have resulted in a no problem being found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.